Event description:
It was reported that the system shut down on its own. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported. The customer cancelled the service call.